Manufacturer narrative:
Sietz et al. " failure of the hinge mechanism in total elbow arthroplasty." J shoulder elbow surg (2010). 19:368-375. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that one patient underwent elbow arthroplasty revision due to a second instance of locking mechanism failure. The patient was revised to a more durable, custom-made locking mechanism. The article mentions that the failed locking mechanisms were due to either pin fracture or dissociation of the pin components. However, it is unclear for these patients, what specific failures occurred. No further information is available.